Manufacturer narrative:
(B)(4). The customer returned an opened cs-15123-f kit with various components including a guide wire assembly, a 3-lumen catheter, an arrow raulerson syringe (ars) and an introducer needle for evaluation. The guide wire was partially advanced within the advancer assembly and was unraveled. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked/distorted in several locations along the body. The core wire distal j-bend was deformed and exposed out of the coil wire. The returned catheter and insertion components (ars and needle) show evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. Microscopic examination of the catheter and insertion components did not reveal any defects or anomalies. The major kinks in the guide wire body were measured at 27, 202, 234, 334, 372, and 395mm from the proximal tip. The broken core wire measured 680mm in length, which is within specification; therefore no pieces of the core wire appear to be missing. (Con't) other remarks: the outside diameter (od) of the guide wire and the needle cannula inner diameter were measured and were within specification. A lab inventory guide wire of the same diameter as that supplied in kit cs-15123-f passed through the distal extension line and catheter body of the returned catheter with minimal resistance. It also passed through the ars and introducer needle with minimal resistance. A device history record (DHR) review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire, catheter and insertion components met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the doctor found the guide wire kinked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the doctor found the guide wire kinked during use.